Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician. Jude medical reliability laboratory no complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned, cut 18.1 cm from the connector pin as received. Analys found the is-1 connector proximal coil was melted at 12.1 cm from the connector pin due to friction against the can. The is-1 connector outer insulation was damaged at the same location. The returned portion had normal electrical characteristics.